Event description:
(Os 16649). The dentist reported 3 months and 10 days after the dental implant was installed in intraoral region #12, it was verified its non osseointegration; 45 ncm of primary stability was achieved and immediate load was not performed.